Manufacturer narrative:
The patient recovered following the previously reported cerebral hemorrhage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint rx was used to treat a lesion located in the mid rca. The patient suffered a cerebral hemorage the following day which was treated with medication. The investigator assessed the event as not related to the device. The event was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.